Manufacturer narrative:
(B)(4). A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found gear train anomalies; stall due to shaft-bearing and corrosion and/or wear and/or lubrication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump had a critical alarm due to motor stall. Review of the pump logs noted several motor stalls and recoveries between (B)(6) 2015, with the last motor stall occurring on (B)(6) 2015 at 5:34. A stopped pump period may exceed tube set message occurred on (B)(6) 2015 at 5:34. Diagnostics included a dye study. When the motor stall was discovered, the patient was treated with oral medication with acceptable results according to the treating physician. There were no patient symptoms and the patient status at the time of the report was alive with no injury. On (B)(6) 2015, the pump was replaced and the new implanted pump was filled with the drugs that were in the previous pump and the patient was receiving drug later that day. The pump system was being used to infuse hydromorphone, bupivacaine, and midazolam.